Event description:
It was reported that during a thoracic procedure, the device was clamped on tissue but it would not fire. The device would not release from the tissue and had to be cut out. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device is being held by risk management at this time.

Manufacturer narrative:
Information is unavailable; the device was not returned for evaluation.